Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Cleaner was getting inside the device causing the image to malfunction. The was due to a faulty patient board set causing no image with 180 scopes. Additionally, the video connector was worn causing poor connection with the pig tails and the front panel was peeling off. Software version was outdated (1.06) and needed to be upgraded to version 4.10. Power switch needed to be upgraded to the latest version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that when the front of the evis exera iii video system center was being cleaned and while the device was still wet, the pig tails were inserted. The evis exera iii video system center would not communicate. Several pig tails were attempted. No error message was displayed. The issue occurred during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event. The device was returned, and an inspection revealed no image on the monitor. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.